Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "no product label was discovered during redressing activity."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and the issue of missing label was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was unable to determined a root cause for the issue of missing label. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "no product label was discovered during redressing activity."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.